Event description:
It was reported that the patient's neurostimulator displayed an end-of-service/end-of-life (eol) message with a power-on-reset (por) condition. The company representative met with the patient to clear the por and 3-4 physician mode recharge (pmr) procedures were performed. However, the eos message remained and the clinician programmer was unable to communicate with the device. The representative had not seen the patient in 3-4 years and was not aware of performing any prior pmrs. It was noted that the patient was programmed at 2 volts with a guarded cathode. Interrogation of the device with the clinician programmer with the software card showed that 3 overdischarge events had occurred. It was recorded that the device was only recharged 8 times since implantation. No further information was obtained.

Manufacturer narrative:
(B)(4).